Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were no detection of the following: e. Coli or other enterobacteriaceae, enterococci, p. Aeruginosa or other nonfermenter, s. Aureus or other hygiene-relevant bacteria, greening streptococci, and germ differentiation. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found upward/downward angulation control knob (u/d knob) could not be locked securely due to the wear of lock engagement lever, grip had a scratch, air/water cylinder had no color, suction cylinder had no color, u/d knob had a scratch, right/left knob had a scratch, switch box had a scratch, electrical contact of endoscope connector had a scratch, scope connector cover unit had a scratch, scope connector case unit had a dent, image guide protector had a scratch, plastic distal end cover had foreign objects, objective lens had a scratch, connecting tube had a dent, and universal cord had a wrinkle. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.